Event description:
The patient reported she rec'd an e10 (cartridge error) message on her insulin infusion device. She stated that prior to calling and while changing her insulin cartridge, the device made a grinding noise when the piston rod retracted and then it alarmed e10. She said she then replaced the battery. To troubleshoot, the pt was asked to repeat this process twice and both times the device again made the grinding noise and the e10 reoccurred. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.